Event description:
It was reported there was a loss of therapeutic effect. The patient had walked through a screener at the library and after they went through the screener they started shaking. The shaking was mostly on the patient's left side. Troubleshooting with device caused the patient to stop shaking. It was believed the patient had pushed the on button instead of the review button while troubleshooting. It was stated the patient "thought they needed the voltage turned up." Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 7482a95 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension product ID, 7482a51 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension product ID, 3387s-40 lot# v499733, implanted: 2010 (B)(6), product type lead product ID, 3387s-40 lot# v499733, implanted: 2010 (B)(6), product type lead. (B)(4).